Manufacturer narrative:
(B)(4). Approximate age of device- 7 months (calculated from the date when the system controller was issued to the patient.). Device evaluation: the reported event of a controller fault alarm was confirmed and reproduced during the investigation of the returned system controller. Functional testing of the returned system controller was performed using laboratory equipment and it was observed that ¿replace system controller¿ and ¿low speed advisory¿ alarms were active. These alarms did not affect the system controller¿s ability to operate the test pump at the set speed. The system controller housing was disassembled and visual inspection revealed that numerous electrical components on the printed circuit boards were corroded and coated in fluid residue. The root cause of the reported event was determined to be due to the ingress of fluid into the system controller housing. The information provided to the manufacturer indicated that when the patient took a shower, shower bag was not fully zipped. A review of the device history records for the system controller revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the vad alarmed ¿controller fault¿ with a yellow wrench after the patient took a shower. Corrosion was observed during investigation of the returned system controller. The observed corrosion had the potential to cause a pump stoppage. No additional information provided.